Event description:
Device malfunction: knot lock. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, the knot was approx 1 inch or more above, the skin and resistance was felt when advancing the knot to the arterial surface. The device was removed and hemostasis was achieved using an unspecified method. There were no reported adverse pt effects. Though requested, no add'l info was available.

Manufacturer narrative:
The device is expected to be returned for eval. It has not yet been rec'd.